Event description:
It was reported that the valve was not flowing properly and that it leaked from the reservoir.

Manufacturer narrative:
The valve was patent and passed siphon, refulx and leakage testing. It was within specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.